Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: theevo-fc-10-11-8-b device of lot number c1338545 was unavailable for evaluation. With the information provided, document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1338545 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1338545; upon review of complaints this failure mode has not occurred previously with this lot #c1338545. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0062-5). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause for the difficulties encountered may be due to a kink or break in the flexor or one of the cogs of the gears may have broken. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customer's testimony. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broke/ compressed'. The prosthesis was positioned and attempts to release the prosthesis were impossible. There was displacement of the release markers on the gauntlet, but there was no release of the prosthesis either in the endoscopic view or in the radiological control. Two attempts were made to release the prosthesis in the bile duct, without success. The prosthesis remained within the positioning system. It was decided to replace for a similar prosthesis with a 60mm extension. There was prompt success in the release and immediate.